Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 8151376. Device history review ==> a previous DHR (device history record) review (com-153469) did not reveal any related manufacturing deviations or anomalies on the reported lot number (8151376). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, chrome cobalt, questionable metal allergy or sensitivity, and pain. The surgeon reported synovial samples returned negative for acute inflammation and there was no evidence of infection. He reported mild arthrofibrosis and lysis of adhesions. The surgeon indicated significant bone loss at the anterior aspect of the flange and the medial and lateral femoral condyles due to the lugs. He reported the tibial tray was grossly loose and de-bonded from the cement mantle. He noted the patellar component had no wear and tracked well after trial with new components, so was retained. The patient was implanted with a competitor system and depuy bone cement x 2. There were no complications to the procedure. Doi: (B)(6) 2015, dor: (B)(6) 2019, (rt knee).